Event description:
It was initially reported that there were coupling issues with the patient¿s implantable neurostimulator (ins) and an overdischarge (od) condition was suspected. It was noted that the patient had not charged the ins in over a year. The patient stated that they became frustrated that it would take ¿hours¿ to charge the device (with ¿very little results¿) and as a result they stopped using the ins therapy. There was no communication with the ins when attempting to use the patient programmer or clinician programmer units. Additional information received on (B)(4) 2010 reported that an end-of-life (eol)/end-of-service (eos) message was observed on the recharger unit (with 3 coupling bars) after attempting to perform a physician mode recharge (pmr) procedure. It was also reported that there had been 3 overdischarge conditions on the patient¿s ins. Two pmr procedures were performed at the physician¿s office last week and the manufacturer¿s representative sent the patient home to continue them. The manufacturer¿s representative performed an additional 5 pmrs and ¿nothing changed¿. It was noted that the pmrs were performed at different times and not all at once. Follow up information received on (B)(6) 2010 reported that no interventions were required but that the patient was to have the ins system explanted or replaced at some time in the future. The patient was reported as doing fine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 377775, lot# v014209, implanted: (B)(6) 2007, product type lead; product ID 377775, lot# v016550, implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).